Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The patient went to the emergency room after experiencing a syncope episode. There was no mention of loss of consciousness. The patient was admitted to the hospital, and the device was explanted the next day. A new device was implanted. Besides syncope episode and surgical intervention no adverse patient effects were reported. The device is expected to be returned for analysis.